Manufacturer narrative:
No products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the site's imaging system was not transferring navigable exams to their navigation system. There was surgical delay of less than one hour. There was no reported impact on patient outcome. Additional information was received. It was reported that the event logs were reviewed, and a message appeared stating that the imaging system tracker or reference frame was not visible. Shortly after, the user hit continue and the navigated scan button was unchecked. The mode went from 3d to ezt mode, and then the spin was acquired. Therefore, this was a non-navigated scan, and that is why it did not transfer to the navigation system.